Event description:
It was reported that during an open colectomy procedure, the device fired partial staples, and only one donut was cut. They used sutures to complete the case. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for eval.